Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.the helical blade inserter (p/n: 03.037.024, lot number: t111961) was received at us cq. Visual inspection of the complaint device showed the device has some initial difficulty connecting with the returned mating device (03.037.017, pi-15870557980853710) but then assembles without difficulty. The interior of the mating device has some deformations which likely cause the initial assembly difficulty. There is no damage noted on the complaint device. However, the red and yellow epoxy markings are missing. The missing epoxy was investigated and does not require any additional investigation for this defect. A functional assessment was performed with the complaint device. The complaint device was able to be assembled with the returned mating device after some initial difficulty. The complaint condition can not be replicated since the devices assembled. No dimensional inspection was performed due to relevancy to complaint condition. This complaint is not confirmed as the complaint device has no damage observed and the mating device has damage that likely causes the complaint condition. However, the red and yellow markings are missing. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.037.024, lot number: t111961, manufacturing site: tuttlingen, release to warehouse date: 19-dec-2014. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a helical blade inserter would not mate and advance within the helical blade/screw guide sleeve. After multiple attempts to advance the blade, the handle became incarcerated and the insertion assembly had to be removed and dissembled on the back table. The insertion handle and insertion sleeve appeared to both be damaged which lead to the failed insertion of the helical blade. The insertion sleeve assembly was re-constructed and a tfna lag screw was inserted successfully. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. Concomitant device: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1) this report is for one (1) helical blade inserter. This is report 2 of 2 for (B)(4).